Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase; unable to perform displacement test due to motor anomaly and a confirmed e70 error alarm was noted in the history file. The insulin pump powered up properly after battery installation, the operating currents are within specifications and no failed battery test noted. The insulin pump had minor scratches on the lcd window, broken battery tube threads and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The insulin pump reset all of her settings. She then received another motor error and failed battery test alarms. The insulin pump shut down. The customer replaced the battery but the insulin pump alarmed motor error again. Customer's blood glucose level was not reported. The insulin pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.